Event description:
It was reported that a patient underwent a surgical procedure on (B)(6) 2011 and a drain and reservoir were placed. When the surgeon activated the reservoir, it rapidly inflated with air. The surgeon re-opened the wound and placed another new drain which functioned properly.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): the actual drain connected to the adapter was returned for evaluation. During the evaluation, the drain was attached to a reservoir and the fluted part of the drain was inserted into a bowl with water. Upon activation, the system worked properly and the reservoir filled with water. No leakage was detected.